Event description:
It was reported via attorney that a male patient underwent a third right hip surgery with synthes devices which subsequently failed. The patient had previously undergone right hip replacement surgery on (B)(6) 2011 and subsequent corrective surgery on (B)(6) 2012 using the devices of a competitor. Post operatively, the patient continued to experience significant pain and discomfort in his right hip and back. X-rays showed the competitor devices failed and came apart. On (B)(6) 2013, a third right hip surgery was performed which included a bone graft of the right proximal femur and repair of nonunion of the right greater trochanter. The following synthes devices were used: a four hole locking compression plate proximal femur hook plate with cables and screws. The third implant reportedly failed and the patient underwent a fourth surgery on (B)(6) 2013. This report is for an unknown four hole locking compression plate proximal femur hook plate. This report is 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown four hole locking compression plate proximal femur hook plate. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.